Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and no failures were detected. A pairing test was performed and the test passed. A review of the downloaded data log confirmed the reported event of an out of range. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, there was an out of range error. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.